Event description:
On (B)(6) 2014, the reporter contacted animas alleging a hospitalization for a blood glucose of 33 mmol/l with symptoms of nausea, vomiting, exhaustion, joint pain, and unspecified ketones. The pump was reviewed and confirmed that the pump settings were correctly programmed, the basal deliveries correctly reflected programmed rates and matched the total daily dose delivery, and the bolus deliveries were shown as programmed and the boluses matched the total daily dose history. The reporter indicated showing symptoms of possible illness and had changes in stress levels related to the event. During review of the event, the reporter indicated that the insulin used in the pump may have been stored incorrectly. The reporter also indicated that the cannula when removed from the infusion site also had blood in the cannula; animas does not manufacture the infusion set, but has forwarded to the manufacturer. This report is made based on the allegation that the patient was hospitalized for hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.